Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The target lesion was located in the ostium of the calcified left main (lm). Rotablation was performed to predilate the lesion. An ion stent delivery system (sds) was advanced and deployed without incident. It was post dilated with a 4.0x12mm nc balloon. Ivus revealed that the stent was stretched in the proximal segment and was distorted over the ostium. Angiographically, it appeared that there was a stent fractured after the first segment. To treat the fractured stent, the physician placed two wires through the stent and reinflated the proximal end to create a lumen. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date, if implanted, give date: (B)(6), 2011. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).